Event description:
A 49-yr-old male in critical care with pulmonary edema admitted 5/30/94 was extubated 5/31 at 8:45 without difficulty. Pt was on 50% mask. Pt had a period of coughing. After the rn removed the thermodilution catheter leaving another catheter for access, she noticed the pt had a lot of coughing with new blood around the catheter. At approx 9:20, the pt lost consciousness, did not respond to command, color decreased, respiration increased to 30+, heart rate increased to 150+, oxygen saturation dropped to 80's, and pt experienced an increase in respiratory distress. Code blue called and pt reintubated at 9:30. The diaphragm was found in pt's dressing. During the investigation of this incident the writer discovered that on 5/25/94, a 44-yr-old female had the thermodilution catheter removed and the rn noted that she could not get a good seal on the introducer and had to use a stopcock for the leak. Rn thought that it had something to do with the thermodiltion catheter removal technique and was not reported because of no compromise to pt. Since this is a disposable item, rptr is not sure of the lot numbers.